Manufacturer narrative:
The cartridge was discarded and was not available for evaluation. Video was provided which showed the presence of blood outside the extracorporeal circuit. The cause of the leak could not be determined. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections."

Event description:
A report was received on 13 nov 2023 from the health care professional (hcp) of a 29-year-old male critical care patient, who stated that a cartridge blood leak was observed during a continuous renal replacement therapy (crrt) on (B)(6) 2023. Additional information was received on 16 nov 2023 from the hcp stating that there were no symptoms or medical intervention required. The patient continued to treat with the nxstage system.